Event description:
Customer reports that he obtained results of 177mg/dl, 166mg/dl, 59mg/dl, 190mg/dl and 193mg/dl on the same device within 2 mins. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.